Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized, due to hyperglycemia. The reported blood glucose reading was 340 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The lead screw test failed. The customer was advised to revert to a back up plan to treat his diabetes. Nothing further was reported.